Event description:
Customer reported display issues with their insulin pump, specifically a blue cloudy circle appearing on the screen which rendered the screen unusable. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.